Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from five years to one year in a one-year time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and a safe replacement window of 90 days was recommended. At this time, there is no evidence to suggest that this intervention has been performed. No adverse patient effects were reported. The device remains in service.